Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and had high blood glucose of 325mg/dl. Troubleshoot was performed for no delivery alarm which did not resolve the issue. Insulin did not exit at qr with plunger and alarmed no delivery. Customer advised to monitor the set and call back if issue occur again. The insulin pump will be returned for analysis.